Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for (B)(6) system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and found that the issue was error 2012 (instrument host timeout error), that the machine was showing the error 2012. Fss replaced the advantech single board computer(sbc). Fss then re-checked the machine for all parameter as per abbott field service check list, which the system passed all functional tests and it was found to meet amo specifications. Through follow ups with the fss, it was confirmed that the customer had initially reported the display freeze but fss confirmed that the issue was actually related with the error 2012 timeout error. All pertinent information available to abbott medical optics has been submitted .

Event description:
The customer reported no function/display freeze with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.